Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no unexplained time gain/loss is observed in the black box. Black box shows evidence of time/date reset to default setting after por on (B)(4) 2016. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am 1/1/2007. The pump was opened and the internal battery (bt1) was found to be leaking. Time test was started but not completed due a bt1 failure. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.